Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "downstream occlusion test failure." However, additional testing could not reproduce the failure. Downstream occlusion tests were performed per spectrum service manual (B)(4) rev ab (preventative maintenance inspection) with unit passing. The unit also passed additional downstream occlusion tests. The device was re-calibrated to ensure accurate occlusion detection.

Event description:
It was reported that a device did not detect an upstream occlusion during testing. Any patient involvement, injury or medical intervention is unknown.